Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 pockets were failed and was not detected on bus. A field service engineer (fse) remotely accessed the station and powered down the unit for 5 minutes before restarting the station. The fse then arrived on site and reseated the row board cable connections for drawer 3.1 and confirmed that the unit continued functioning properly after the reboot from the previous evening. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all pockets in drawer 3.2 were not detected, resulting in loss of access to pockets a1 to a6, b1, and the remaining pockets. The issue was non-recoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.